Event description:
Reporter indicated that explanted proudct was returned because device diagnostic testing resulted in high lead impednace, indicating possible device malfunction. Further follow-up revealed that during generator replacement surgery for end of service, high lead impedance reading was obtained when device diagnostic testing was performed using new generator with original lead. The new generator was not implanted and the original lead was also explanted. The patient was re-implanted in 10/02 with a new ncp system. The patient's spouse reported that the patient's original lead was removed because it had corroded and had to be dissected away from the vagal nerve.